Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure for the implantable pulse generator (ipg) the right ventricular (rv) lead exhibited low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.